Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Hyphema and elevated iop are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Hyphema and elevated iop are established risks associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. However, the report noted that the stent procedure was an intentional contraindicated use. MFR# reference: (B)(4).

Event description:
The following was reported through a review of a publicized letter to the editor, titled as ¿trabecular microbypass stent to treat ocular hypertension after intravitreal injection of a dexamethasone implant¿. Reportedly, an off-label standalone trabecular microbypass stent system procedure was performed on a patient with an anophthalmic socket associated with persistent macular edema secondary to branch retinal vein occlusion. Per report, the stent procedure was performed following suboptimal responses to non-surgical treatment modalities, in order to minimize ¿inflammation, complications, worsening of macular edema and steroids use¿. Following the stent procedure, the patient presented at postop day one with a grade I-ii hyphema associated with elevated intraocular pressure (iop). A successful anterior chamber washout was subsequently performed following the initial conservative medical treatment of the iop. Any omitted information was not available at the time of this report. Additional information has been requested.